Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported with a description of that there was a small scratch on the periphery of the lens. The lens was left implanted with the patient. Additional information has been received and stated event resolved.

Manufacturer narrative:
No device, intraocular lens (iol) or parts and labels (p and l) components returned. Only carton was returned. The root cause for the reported complaint could not be determined as no product was returned for analysis. Only carton was returned. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).